Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had an executive board failure. It was later reported that while completing a simulated treatment and service mode tests, the fse booted up the iabp unit in service mode and the screen was unresponsive to the command prompts. It was noted that service mode required a key sequence to see the service mode and the iabp unit was not responding to the key sequence. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The fse was unable to correct the issue after recycling power several times, and reinstalling software disallowed unit to boot up completely. The fse determined that the executive board held up on code f5, ending on f0. The executive board and video generator board were out of sync with the executive board showing f5 and video board showing b2. To fix the issue, the fse replaced the executive board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The fse then completed pm service and the iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had an executive board failure. It was later reported that while completing a simulated treatment and service mode tests, the fse booted up the iabp unit in service mode and the screen was unresponsive to the command prompts. It was noted that service mode required a key sequence to see the service mode and the iabp unit was not responding to the key sequence. There was no patient involvement, and no adverse event reported.